Manufacturer narrative:
Follow-up #1: date of submission 03/21/2016 device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: "pump not primed" warnings observed in the black box force readings do not reach zero. Daily insulin delivery totals correctly reflect user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. Pump passed delivery accuracy test and found to be delivering within required specifications. The pump was opened and no damage was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging multiple prime (loss of prime) issues. The reporter stated that the patient had a blood glucose (bg) of 37mg/dl. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient was not using the cartridge per IFU. This report is being made due to the bg excursion the patient experienced due to use error.